Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow up #1: the pump was returned and investigated by product analysis lab on (B)(4) 2012 with the following results: testing confirmed intermittent responses to button presses on the down arrow' and 'ok' buttons. Multiple button presses with increased force applied was required before the 'down arrow' and 'ok' buttons engaged. The 'up arrow' and 'contrast' buttons responded to button presses. Damage to the keypad was observed; the keypad was torn and peeling next to the 'down arrow' button, exposing the button contact. The keypad cover was removed to check the condition of the button contacts. Contamination was present under all contacts.